Event description:
It was reported that the procedure was to treat a moderately tortuous lesion in the obtuse marginal branch of the circumflex (cx) artery. The 3.75 x 20 mm nc trek balloon catheter was inflated two times at 15 atmospheres (atm) for post-dilatation of a xience stent. The balloon catheter was removed and an additional xience stent was implanted in the cx. The nc trek was then re-inserted to the circumflex for post-dilatation of the second xience stent; however, the physician was unable to visualize the markers on the balloon because the balloon catheter did not exit the guiding catheter. It was noted that some resistance was noted during advancement and the physician felt a slight give. The nc trek was removed, and it was confirmed that the proximal shaft was separated at the brachial/femoral markers. The separated portion was removed with the guiding catheter. A new guiding catheter and balloon catheter were used to complete the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: 0.014 luge. Inflation: bsc encore. Guide cath: 6f voda 4. Rhv: bsc. Sheath: 6f terumo. Stent: xience 3.0 x 28 mm. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.